Event description:
A customer reported that they are missing segments on the display, in particular the "tens unit". A request was made to return the unit for evaluation. In the meantime a replacement unit was provided.